Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when turning on the equipment, the cs300 intra-aortic balloon pump (iabp) unit has electrical fault. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) checked the equipment for operation. Customer indicated that there was an electrical failure, but the errors that appear are related to turning off the equipment. Checking for correct operation. Fse performed all functional and safety checks and confirmed device meet factory specifications.